Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav2185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that there was a hole in the outside plastic package, not the sterile barrier breach. It was stated the doctor worried about the sterility and they opened a new one. The device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: after examining the returned sample, the complaint was confirmed, and it appears that the product was damaged outside bard¿s control. Exactly how or when the package was damaged cannot be verified. One niagara slim-cath kit was returned for investigation. The outside packaging had been opened. The tyvek lid had been completely removed from the tray that was contained within the packaging. The components inside the kit were outside their designated location. The guidewire was partially removed from the hoop. Residue was observed on the guidewire. The seals in the packaging showed no gaps in the material transfer. The (B)(4) label was applied to the external surface of the packaging. The outside packaging was filled with water, which revealed three leaks in the poly bag. The holes were located 17.3cm, 15.2cm, and 13.9cm from the bottom edge of the bag and between 7.7cm and 7.8cm from the right edge of the bag. It appeared that the packaging was penetrated from an external source. There were no sharp edges on the tray or contents inside the tray that would have damaged the external packaging. No damage was noted in the tray or tyvek that were contained within the external pouch. The 5-pack shipper box contains nothing that would damage the tray in this manner. The damage observed on the returned kit appears to have occurred outside bard¿s control and may have occurred while in storage, use, or unpacking. A review of the manufacturing records (e.g. Device history and material reject records) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The labeling on the kit states, ¿do not use if package is damaged¿. A lot history review (lhr) of reav2185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that there was a hole in the outside plastic package, not the sterile barrier breach. It was stated the doctor worried about the sterility and they opened a new one. The device was not used on the patient.